Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the spring detent that interfaces with the boom does not hold the boom solidly in place enough during the sizing portion of the surgery. The surgeon feels that the soft tissue pressure causes the persona posterior referencing sizer boom to rotate causing the user to read a smaller size than the femur actually is.